Event description:
Hcp reported onset of infection was 2004. The infection was in the left hip, lower quadrant. The pt was treated with total device system explant. Hcp reported the infection resilved. The device was explanted but not returned to the MFR for analysis.